Event description:
It was reported to philips that the device had an x on the monitor. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had an x on the monitor. There was no patient involvement.